Manufacturer narrative:
(B)(4). Insulin pump was received with blank display. Unable to determine the root cause, problem isolated to the electronic assembly pcb 1. Unable to confirm failed battery test due to blank display. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that they tried 4 brand new batteries in the insulin pump but was still prompted to replace the battery. Customer did not receive a battery failed alarm. Customers pump did not return to power. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.